Event description:
Adverse event(s): "pt impact is unk" (no info). Product problem(s): "system message displayed" (device displays error message). The nurse reported a system message displayed. The system was rebooted several times but the system message would not clear. A case may have been cancelled. Multiple attempts were made for more info on the event and pt status with no response to date. The pt impact is unk.

Manufacturer narrative:
The company service rep examined the system and confirmed the system message reported. The power supply was replaced. Preventive maintenance was performed. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).